Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement of greater than 2000 ohms and high threshold measurement. There was no sensing noted as the device was pacing. Ts suggested to do manual testing to recreate noise or oor measurements with movement or isometrics. The field representative still needed to get more information regarding the observation. This lv lead remains in service. No adverse patient effects were reported.